Event description:
It was reported that the lead exhibited high thresholds. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the lead also exhibited loss of capture.

Manufacturer narrative:
A partial lead was returned for analysis. Final analysis found that the insulation was abraded at 14.8cm to 16.2cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. All other damage found was sustained during procedure.